Manufacturer narrative:
Concomitant medical products: product ID: unknown, serial# unknown, product type catheter .

Event description:
It was reported that a patient¿s catheter was replaced (B)(6) 2014. The drug being infused by the pump was unknown during the time of this event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.